Event description:
Procedure: vats partial resection. Reportedly, after the second firing, confirmed bleeding from the staple line. The staples were not formed properly. Opened the patient and reinforced the staple line with hand sewing.